Manufacturer narrative:
Uf / importer report number - mw5093875. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the tan middle access port, at the joint above the first set of wing tabs. This issues was identified in the pharmacy after compounding. There was no patient involvement. No additional information is available.